Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During an epicardial ventricular tachycardia procedure, an air leak was noted. The introducer was exchanged and the procedure was completed with no adverse consequences to the patient. Upon gaining epicardial access, the agilis introducer was inserted into the epicardial space and while attempting to flush, air was drawn back through the hemostatic valve and into the flush syringe. The sheath was replaced and successfully used for the procedure.